Manufacturer narrative:
Analysis of catheter (s/n: (B)(4)) found no significant anomaly, catheter had acceptable testing; catheter was incomplete, returned in segments. Analysis of the suture-less catheter connector ((unknown, catheter) found coring, tear and cuts in seal. Leaking was seen in the connector area during testing. Also there was difficulty with connector that led to explant.

Event description:
It was reported that there was a partial explant on day of report. Patient¿s implanted suture-less catheter connector that was implanted separated when the physician attempted to remove the implanted pump during pump replacement procedure. It was reported that it was a broken connector. A new suture-less connector was implanted in its place. It was noted that no diagnostic testing or troubleshooting was performed. The pump system was delivering compounded baclofen. Patient¿s status at the time of report was ¿alive-no injury.¿ there were no symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID neu_unknown_cath, serial# unknown, (B)(4).